Manufacturer narrative:
Initial.

Event description:
It was reported that the user fell and the ilet pump housing cracked, after which the touchscreen allowed unlocking but repeatedly opened to the insulin report and would not exit, indicating a fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with impact damage, with a device fracture localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.